Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's daughter alleges the footplate on the unit is too small for her mother and mother's foot allegedly got caught and she allegedly injured it.

Manufacturer narrative:
On 10/02/2024 tech replaced footplate and unit is working properly.

Event description:
Consumer's daughter alleges the footplate on the unit is too small for her mother and mother's foot allegedly got caught and she allegedly injured it.